Event description:
Sporadic insulin readings. Followed tec-support recommendations including replacement of sensor with the same results of sporadic readings. Consulted pharmacist which ultimately advised me not to trust it. I am a 40-year veteran of diabetes and am very disappointed.